Event description:
While using the ria bone harvesting kit it was noticed that small pieces of the reamer heads were breaking off in the intermedullary canal of the patient¿s left tibia. Ref# 03.404.018s, lot# 8305p11, and 5861p52; ref# 03.404.016s, lot#5427p40, and 342p103; ref #03.404.017s, lot # 51p1154. Attempts were made to remove the fragments under c-arm. Several small fragments were visible at the ankle.